Manufacturer narrative:
Arjo representative was informed about an event involving maxi move device. It was reported that during transfer when a patient was lowered, the spreader bar detached from the lift. The patient fell, no injury was sustained. After the event, the arjo technician evaluated the device. The lift examination showed that the spreader bar was attached to a device and no malfunction was detected. The arjo technician replaced the retaining catch and leaf spring due to the age of the device. The lift has been in use for approximately 14 years. The spreader bar (yoke) is attached to the lift through ¿lock and load¿ system. Depending on the customer needs the attachment (spreader bar) can be replaced with another attachment. When installing the required attachment, the attachment needs to fit the ¿lock and load¿ system and the locking clip (retaining catch) needs to be engaged. Attachment is aligned and correctly secured when markings on the ¿lock and load¿ system are showing a smiley face. The locking clip (retaining catch) prevents an inadvertent separation of the spreader bar. The IFU for maxi move contains instructions and graphics of how attached the spreader to the device and also contains a warning: ¿check to see that the yoke is locked in place by trying to lift the yoke without pushing in the retaining catch.¿ ¿note: the yoke should always be rotated to the correct position before attempting to install an attachment.¿ the customer maintenance staff reported that the facility has a lot of agency personal who care for the patients. Also, it was stated that staff may not have knowledge of how to use the spreader bar retaining catch on the lift and the inadequate use of the lift might have been the cause of the spreader bar detachment. To sum up, a passive floor lift was used for a patient transfer. The customer reported that the spreader bar detached and from that perspective, the system did not meet its performance specification. We decided to report this complaint due to an indication of the spreader bar detached during transfer.

Manufacturer narrative:
Collected information is currently analyzed, additional information will be provided with follow up report.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that during patient transfer when patient was lowered the spreader bar detached from the lift. No injury occured.